Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products 4965-15 lead, implanted: (B)(6) 2000.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited low pacing impedance, unstable thresholds, and non capture. Insulation issues were suspected and reprogramming was performed a few years prior. It was more recently noted that during a device change out, part of both leads had fractured off. The leads were capped and replaced. No patient complications have been reported as a result of this event.